Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia along with sensor glucose versus blood glucose value difference. The sensor glucose value during time of event was 400 mg/dl. The blood glucose value was 35 mg/dl. The customer also reported blood at site issue. No further patient complications were reported. Troubleshooting was performed, customer reported the blood glucose value during time of call was 85 mg/dl and insulin delivery was not suspended. Customer was treated with the carb in take. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was not active at the time of low blood glucose event. The device will not be returned for analysis.